Manufacturer narrative:
Product ID: 7482a-51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that one of the patient¿s extension¿s was exposed at the time of report. The patient¿s physician was noted to have ¿suggested the patient go to the hospital for check and do debridement treatment.¿ it was unknown whether the patient was to actually go to the hospital for the procedure. However, the patient¿s condition was reportedly ¿stable and there was no side effect.¿ the patient was ¿well¿ at the time of report and it was ¿unknown¿ whether they were receiving effective therapy. Additional information was requested but remained unavailable at the time of report. A supplemental report will be filed if additional information is received.